Event description:
It was reported by a patient's spouse that the patient with an implantable pulse generator system died five days after the implant. The spouse reported not being happy with the device performance. The spouse did not elaborate further, other than the patient was placed in hospice two days prior to the death. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.